Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric, 90% stenosed, de novo lesion in the proximal right coronary artery (rca). A 3.5x38 mm xience xpedition was implanted by direct stenting and the 3.75x15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. The balloon was inflated to 12 atmospheres (atm) on the first inflation. During the second inflation, the balloon ruptured at 12 atm. Additional post-dilatation was then performed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for material rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.